Event description:
Patient's mother stated that she did not think the device was working. The patient was referred for generator replacement and the patient's device was noted to be at ifi (intensified follow-up indicator)=yes. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was received by product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Generator product analysis was completed. The product analysis lab confirmed that the generator was at normal end of service condition. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified by the product analysis lab. The product analysis lab confirmed that the generator was at normal ifi (intensified follow-up indicator)=yes condition. There were no performance of any other type of adverse events found with the pulse generator.